Manufacturer narrative:
Product complaint (B)(4). Batch # r59t5h. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Medwatch # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a appendectomy, two appy staplers, ethicon endo path ets-flex 45, broke during surgery the stapler fired but it would not open or function after that. The first one broke, opened a new one. The new one also broke, in the same manner. The staplers/clip appliers were engaged on the tissue properly, and when the surgeon went to fire the device, the clips/staples fired but did not adhere to the tissue because the ends of the staples/clips came out crisscrossed, as if they were already closed, not open to grab the tissue. The lockout did not engage. It is unknown how the case was completed. There were no patient consequences reported.